Event description:
The customer reported, the sales rep contacted technical services to report on a lead that was displaying some anomalous behavior. The pacemaker was recently replaced, and a few months after the replacement, the pt began complaining of phrenic nerve stimulation. A f/u revealed the atrial lead was measuring less than 200 ohms in the bipolar polarity with no sensing or capture. Similar testing in the unipolar setting revealed a lead impedance of 270 ohms with high capture thresholds (>3.0 v). The lead is going to be revised today and possibly replaced. As of (B) (6) 2010, the lead has been implanted for approximately 15 years, 8 months.

Manufacturer narrative:
The manufacturer is attempting to obtain add'l pt, lead, and event info. Should add'l info become available the event will be re-evaluated. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.